Event description:
It was reported that the patient with this inflatable penile prosthesis presented with an infection. A revision surgery was performed, during which the physician confirmed the infection at the site of closure. The device was removed and replaced with a malleable device. There were no further patient complications.